Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the pad of the impactor was being removed by the nurse and broke. No pieces fell into the patient and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (nicked, gouged, tool marks) confirming complaint is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed based on the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.